Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer received expired bd syringe luer-lok¿ tips. There was no report of patient impact. The following information was provided by the initial reporter: syringe only 100/box were expired.